Event description:
It was reported by service report that the side rail could lower unintentionally fast due to a frayed side rail assist cable. No patient involvement or adverse consequences were reported.